Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that in 2006, her blood glucose was 390 mg/dl. She stated she had no symptoms of high blood glucose. A normal blood glucose reading for her is around 150 mg/dl. She stated that after checking her infusion device, she noticed air bubbles in her infusion tubing. She stated that she felt that her infusion tubing was not allowing insulin to be fully delivered. She stated that she attempted to prime the infusion set but she was not able to clear all of the bubbles. She then changed her infusion set and she was able to bolus to lower her blood glucose. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.